Manufacturer narrative:
The lot number originally provided by the user facility do not match up with the device that was returned to ballard medical products for evaluation. On january 15, 2007, a single, used, r2 connector pad was received back from the user facility. No packaging was received with the pad and its lot number could not be determined. Upon visual examination, where the shield of the used device was examined using a back light, a crack could be seen in the foil along with scorch marks in the area above the crack. The returned pad was determined to have been manufactured prior to may 2005 when a design change (dual circuit design change) had been made. The pad examined was also the subject of a product recall. The pad was also used after its expiration date based on the date of last manufacturing of a product with its semi-circle shaped shield design. The current pad design is a y shaped shield design. All other devices returned from the user facility were not from the same lot number as the failed device. The other devices returned were from the new y shield design and were from lots 340740 & 343680.

Event description:
Multifunction pads were applied to a patient. A 200 joules output was given and there were sparks noted. The pads were repositioned and 50 joules were given and more sparks were noted. The pads were then removed and no harm was noted to the patient. A subsequent statement by the user facility indicated that the patient was successfully defibrillated and that the patient died later that day in the cath lab. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.